Event description:
It was reported that the patient underwent a lumbar fusion surgery at l4-l5 in which rhbmp-2/acs and interbody cages were used. It was reported, that postoperatively the patient experienced new and/or worse pain. Specifically, the patient has experienced progressive, disabling pain in his back and lower legs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.